Event description:
It was reported that the patients ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that indicates surgical intervention took place. The patients ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.